Event description:
The patient received his scs system, including a surgical lead and an ipg, on (B)(6) 2009. It was reported that the patient was shoveling snow and experienced an overstimulation sensation. He turned off the stimulation for a brief period. He stated he did not feel the overstimulation sensation again until he reached for a cup of coffee. Diagnostic testing found that the lead contacts 1-8 demonstrated invalid impedance readings. The patient was reprogrammed using lead contacts 9-16. It was reported that the physician did not want to order an x-ray at this time. No further info is available. F/u on the patient found no further issues reported at this time.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.